Event description:
During tratment of vasospasm using the solstice 10 microcatheter following a subarachnoid bleed due to a ruptured aneurysm, dissection of a vessel in the cerebral vasculature occurred. Because of the aneurysm,dissection of a vessel in the cerebral vasculature occurred. Because of the subarachnoid bleed, the pt's anatomy and condition contributed to the dissection. No problem was encountered during the use of the solstice 10 microcatheter.